Event description:
A report was received that the patient is having difficulty charging her ipg. The physician took an x-ray and it was determined that the patient's ipg was flipped. A pocket revision procedure occurred and the patient's ipg was replaced. The patient is reportedly doing well.